Event description:
Pt was found slumped over in their car at the cemetery. Pt's family member called 911. Pt was removed from vehicle and autopulse was deployed on a long backboard, in the snow. No manual CPR was done prior to arrival. Pt was intubated. During transport to the emergency room, crew noticed blood coming out of endotracheal tube. Crew states no problem with intubation or patient's airway prior to blood in the tube. Crew also states patient had skin abrasions on the left chest, mid-axillary area. Without an autopsy it cannot be further evaluated, but the blood in the endotracheal tube is more logically related to the intubation than the use of the autopulse.